Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the whisper guide wire, the device was noted to be broken/bent. There was no device use or patient involvement. Another unspecified guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported break was not confirmed. The reported bent was observed as a kink in the core. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. Factors that may contribute to damages observed during packaging include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.